Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer pulled the infusion set site out during a supply change and saw that the infusion set cannula remained in the skin. The customer's blood glucose level was 166 mg/dl. Health care professional (hcp) instructed customer to go to urgent care. A sonogram was performed on the customer, and no infusion set cannula was found in the skin. The location of the cannula was not known. The customer believed there was no cannula in their skin after the sonogram was performed. The customer could not provide infusion set information.